Manufacturer narrative:
The reported event is confirmed product transfer issue. Photos of affected sample have confirmed that 11¿ female foley catheters are being produced as 8¿ regular length female foley catheters. A DHR review is not required as the lot number is unknown. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheters were normally 26 cm in length. However, the last 10 catheters the patient had received were shorted and were only about 20cm. As per additional information stated on photo sample attached, both female one was 20cm and the other was 26cm. There was about 2 inch difference both on the same order code.

Event description:
It was reported that the foley catheters were normally 26 cm in length. However, the last 10 catheters the patient had received were shorted and were only about 20cm. As per additional information stated on photo sample attached, both female one was 20cm and the other was 26cm. There was about 2 inch difference both on the same order code.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.